Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area/chronic pelvic') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2016, vaginal cyst, smoker, burning micturition, hives (hives on face, neck), pelvic discomfort, blood pressure high, palpitations, tachycardia, constipation and difficulty sleeping. Previously administered products included for birth control: mirena from 2004 to february 2012; for an unreported indication: bupropion and micronor. Concurrent conditions included vaginal discharge, fatigue, weight loss, change in bowel habits and feeling anxious. Concomitant products included norethisterone (micronor) (B)(6) 2013 to (B)(6) 2013 for female sterilisation as well as hydroxyzine (atarax) since december 2014, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish"), urticaria ("rashes or skin conditions, type: hives/hives on face"), pruritus ("rashes or skin conditions, type: itching"), dysuria ("bladder or urinary problems or changes-pain with urination") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, genital haemorrhage and dermatitis allergic had resolved and the depression, anxiety, urticaria, pruritus, dysuria, dyspareunia, urinary tract infection and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, dyspareunia, dysuria, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pruritus, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is currently planning of essure removal. Insertion details- there were 2coils visible outside of each ostia. The patient did not undergo confirmatory test (discrepancy noted in pfs) patient received treatment for chronic pelvic pain,gen. Abnormal bleeding, nickel allergy, rash/skin condition and bladder problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area/chronic pelvic') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2016, vaginal cyst, smoker, burning micturition, hives (hives on face, neck), pelvic discomfort, blood pressure high, palpitations, tachycardia, constipation and difficulty sleeping. Previously administered products included for birth control: mirena from 2004 to febru(B)(6) 2012; for an unreported indication: bupropion and micronor. Concurrent conditions included vaginal discharge, fatigue, weight loss, change in bowel habits and feeling anxious. Concomitant products included norethisterone (micronor) (B)(6) 2013 for female sterilisation as well as hydroxyzine (atarax) since (B)(6) 2014, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experie (B)(6) nced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish"), urticaria ("rashes or skin conditions, type: hives/hives on face"), pruritus ("rashes or skin conditions, type: itching"), dysuria ("bladder or urinary problems or changes-pain with urination") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, genital haemorrhage and dermatitis allergic had resolved and the depression, anxiety, urticaria, pruritus, dysuria, dyspareunia, urinary tract infection and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, dyspareunia, dysuria, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pruritus, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is currently planning of essure removal. Insertion details- there were 2coils visible outside of each ostia. The patient did not undergo confirmatory test (discrepancy noted in pfs) patient received treatment for chronic pelvic pain,gen. Abnormal bleeding, nickel allergy, rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: gen. Abnormal bleeding, rash/skin condition, uti, post removal complication. Events were clubbed, event outcome were updated and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2016, vaginal cyst, smoker, burning micturition, hives (hives on face, neck), pelvic discomfort, blood pressure high, palpitations, tachycardia, constipation and difficulty sleeping. Previously administered products included for birth control: mirena from 2004 to (B)(6) 2012; for an unreported indication: bupropion and micronor. Concurrent conditions included vaginal discharge, fatigue, weight loss, change in bowel habits and feeling anxious. Concomitant products included norethisterone (micronor) (B)(6) 2013 to (B)(6) 2013 for female sterilisation as well as hydroxyzine (atarax) since (B)(6) 2014, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), urticaria ("rashes or skin conditions, type: hives/hives on face"), pruritus ("rashes or skin conditions, type: itching"), dysuria ("bladder or urinary problems or changes-pain with urination") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, urticaria, pruritus, dysuria, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dyspareunia, dysuria, menorrhagia, pelvic pain, pruritus, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is currently planning of essure removal. Insertion details- there were 2 coils visible outside of each ostia. The patient did not undergo confirmatory test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received. Event: nickel allergy were added. Event : pain and abnormal bleeding outcome were updated to recovering and recovered respectively. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal cyst and smoker. Previously administered products included for birth control: mirena from 2004 to (B)(6) 2012; for an unreported indication: bupropion and micronor. Concurrent conditions included vaginal discharge. Concomitant products included norethisterone (micronor)1-(B)(6) 2013 to (B)(6) 2013 for female sterilisation as well as hydroxyzine since (B)(6) 2014, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), urticaria ("rashes or skin conditions, type: hives/hives on face"), pruritus ("rashes or skin conditions, type: itching"), dysuria ("bladder or urinary problems or changes-pain with urination") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, urticaria, pruritus, dysuria and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, dysuria, menorrhagia, pelvic pain, pruritus, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is currently planning of essure removal. Insertion details- there were 2 coils visible outside of each ostia. The patient did not undergo confirmatory test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received: case was upgraded to incident from other event. Aka name and patient demographics added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.